Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the (device type) (lot# or serial#, if appropriate) found no failure, as it passed the work order. Analysis of the software 9733467 fusion ent app (unknown serial/lot #) found that issue was found to be related to the exam protocol. Software was functioning as designed. This case may be re-opened if additional information is received. Product event summary # fusion unable to register. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had to abort navigation because they were unable to register using tracer. The picture showed a 3d model with part of the forehead and ears were cropped out. The lips were also the most anterior part of the scan. The lips were cropped out of the scan and the surgeon tried 3-point tracer once but was unable to register therefore navigation was aborted. There was less than a one hour delay to the procedure and there was no impact on the patient¿s outcome.